Manufacturer narrative:
Reference (B)(4). Additional information to be provided if product returns. Product used at the same time as catheter. Reference MDR 3010611950-2019-00028 for catheter information, reference MDR 3010611950-2019-00030 for monitor information.

Event description:
Catheter shows to have failed on monitor after insertion.